Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer was contacted by a complaint handler on (B)(4)2017 and she responded on (B)(6)2017 that the replacement pump was working and that she had shipped the old pump back and she confirmed that the mastitis has resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that for the last week or two, her freestyle breast pump had low suction. She stated that her hands hurt because she was having to hand express and then pump for another 1/2 hour. She stated her parts for her pump work fine on a friends pump but not on hers. She also stated that she had mastitis about 3 months ago and was treated with a 10 day course of antibiotics and her mastitis has cleared up.